Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)was mistakenly programmed to monitor only mode during a routine device interrogation. It is believed that the rn performing the interrogation accidently pressed the monitor only button on the programmer while trying to access the utilities feature. These two buttons are in close proximity to each other. This mistake was found the same day, and was rectified by programming the device to monitor+therapy. No patient symptoms were reported.